Event description:
There is no adverse event associated with this complaint. The pt reported that the pump did not detect the cartridge and dispensed insulin during the load cartridge phase. He stated that he was disconnected from the infusion site at the time of the event.

Manufacturer narrative:
The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection has occurred. The loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.